Event description:
It was reported that the customer was hospitalized with blood glucose levels greater than 700 mg/dl. The caller asked if we could send someone to the hospital to test the insulin pump. Advised the caller of troubleshooting over the phone, but she declined. The caller was given the information for the company representative in her area. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.